Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Further follow-up indicates the patient's ipg became inoperable due to not charging the ipg. The issue was resolved through an ipg replacement which occurred on (B)(6) 2018. Stimulation was reportedly restored postoperatively.